Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. The returned product was visually inspected and confirmed the blister case was deformed. The poly-plastic material was returned deformed. The tray material appeared to have gone some physical (melt-like) deformity at some point but the components were not melted and appeared intact. A review of the manufacturing activities by the engineering team confirmed this would not have occurred as a result of a manufacturing issue. In addition, the small parts tray (smpts) are manufactured in an environmentally controlled area (eca) that is routinely monitored. The induced deformity melted the material around the parts within the smpt. The components within the tray were intact and it appeared the tray form-fit around the parts without damaging them. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. While we confirmed there was a physical deformity of the trays, the root cause of the customer's complaint could not be conclusively determined as to where and when this observed issue occurred. The investigation did find this would not have originated during the manufacturing process. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that blister case for trocar cannula was melted during vitrectomy surgery. The surgery was completed after replacing the pak with another one. There was no patient impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).